Event description:
The monitor pso-4000 kept rebooting when the catheter was connected while the catheter is ok when it was connected to the pso-3000.

Manufacturer narrative:
The analysis of the data showed the zeroing procedure was realized on (B)(6) 2025, but it is impossible to know the data history. Indeed, after 90s of connection, the monitor reboots.the catheter indeed presents an anomaly in the writing of data in the extended memory, probably caused by a defective component. To address these undesirable events, a new software version has been developed. By updating the monitors, this type of incident should no longer occur.

Event description:
The monitor pso-4000 kept rebooting when the catheter was connected while the catheter is ok when it was connected to the pso-3000.